Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and kidney infection ("kidney infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: wellbutrin in 2006. Concurrent conditions included overweight. Concomitant products included phenylbutazone (ambene) and spironolactone (aldactone). In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("frequent urinary tract infections"), depression ("depression") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (supracervical hysterectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the kidney infection, urinary tract infection and depression was resolving and the dyspareunia, dysmenorrhoea, abdominal pain, abdominal pain lower, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received, reporter added , patient historical and concomitant drug added, events added as :-menorrhagia, fatigue, urinary tract infection, kidney infection, depression, weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and twisted knee. Previously administered products included for an unreported indication: wellbutrin in 2006 and wellbutrin. Concurrent conditions included overweight. Concomitant products included phenylbutazone (ambene) and spironolactone (aldactone). In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("frequent urinary tract infections") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced kidney infection ("kidney infection"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (supracervical hysterectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the kidney infection, urinary tract infection and depression was resolving and the dyspareunia, dysmenorrhoea, abdominal pain, abdominal pain lower, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and twisted knee. Previously administered products included for an unreported indication: wellbutrin in 2006 and wellbutrin. Concurrent conditions included overweight. Concomitant products included phenylbutazone (ambene) and spironolactone (aldactone). In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("frequent urinary tract infections") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced kidney infection ("kidney infection"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (supracervical hysterectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the kidney infection, urinary tract infection and depression was resolving and the dyspareunia, dysmenorrhoea, abdominal pain, abdominal pain lower, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and alopecia ("hair loss"). The patient was treated with surgery (patient underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.